Manufacturer narrative:
Conclusion and justification status: the lcs duofix femoral components were voluntarily recalled from the market in july 2009, and the lcs duofix femoral product codes are now considered inactive. Further inspection of components will not be performed as the investigation regarding the root cause(s) and/or corrective actions are controlled under (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surface then these reviews will be attached to the complaint record on receipt of the approved document.

Manufacturer narrative:
Initial complaint review identified that insufficient information had been received to complete an investigation. It was noted that no products or patient x-rays were provided for investigation. It was noted that no patient height, weight or activity level information was provided. Further information was requested (B)(4) 2012 and 11-january-2013. To date, no further information has been received. A complaint's database search made on "duofix fem" identified a trend of previous complaints and reference to CAPA (B)(4) corrective actions. It was concluded that insufficient information had been provided to verify the reported incident. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Revised for 3rd body wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.